Event description:
Eighteen (18/36, 50%) patients expired [death], post embolization syndrome [post embolisation syndrome], acute duodenal ulcer (2 patients) [duodenal ulcer], partial response 3 months after treatment [therapeutic response decreased], off-label use in unresectable metastatic neuroendocrine liver tumors [off label use of device]. Case description: initial information received on 29-mar-2017: this spontaneous medical device report was received from a literature article by jia z. Et al entitled "single-institution experience of radioembolization with yttrium-90 microspheres for unresectable metastatic neuroendocrine liver tumors" published in the journal of gastroenteroly and hepatology regarding 36 patients (19 male and 17 female, aged 63.6±9.4 years). Seven (7) patients (5 males and 2 females) were treated with therasphere (yttrium-90 glass microspheres) and 29 patients received resin microspheres (sirspheres). The patients' medical history included unresectable metastatic liver neuroendocrine tumors (net) and carcinoid syndrome (16 patients). All patients had failed to respond to other treatments and had tumor progression on imaging studies. All 36 patients had histologically proven metastasis to liver. There were 13 (36.1%) patients diagnosed with liver metastases and primary net synchronously, 12 (33.3%) patients were diagnosed metachronously, with the interval between the diagnosis of primary net to liver metastases of 42.8±25.7 months, and in 11 (30.6%) patients the primary site was unknown. The 7 patients treated with therasphere (yttrium-90/90y glass microspheres) had previous treatments including somatostatin analogs (n=4), chemotherapy (n=1), tae/tace (n=1), surgery (tumor resection - lobectomy) (n=2) and external beam irradiation (n=1). Among these patients, 2 had extrahepatic organ metastases in lung (n=1) and pleural (n=1). The 5 other patients did not present extrahepatic organ metastases. The primary tumor site was colon (n=1), pancreas (n=2), ileum (n=1), ileocecal (n=1) and unknown (n=2). Four patients had child-pugh classification b and 3 had child-pugh classification a. Three patients had ecog performance status 0, 2 patients had ecog performance status 2 and 2 had ecog performance status 3. Tumor grade (ajcc tumor node metastasis staging system) was g1-2 in 4 patients and g 3 in 2 patients. Four patients had lymph node metastases. The patients' concomitant medications were not reported. Pre-treatment angiography and pretreatment 99mtc macroaggregated albumin (maa) scintigraphy were obtained in all patients to evaluate hepatopulmonary shunt fraction (hpsf). Patients underwent prophylactic arterial embolization as needed to reduce the risk of nontarget radiation injury. Contrast enhanced mr scans were obtained within 30-days before treatment. On unspecified dates, from feb-2006 to sep-2015, 7 patients were treated with therasphere (yttrium-90/90y glass microspheres), (lot numbers and expiration dates were not reported) for unresectable metastatic neuroendocrine liver tumors. The mean interval between the diagnosis of liver metastases and first 90y microsphere treatment was 37.1±26.5 months in 36 patients. Pre-embolization maa scan showed no significant hepatopulmonary shunting that prevented the treatment, with mean shunt fraction of 5.3±2.3%. A total of 40 90y treatments were administered in 36 patients with 4 cases receiving a second treatment. The mean single delivered amount of activity of 90y was 1.8±0.7 gbq. Successful administration of 90y microsphere was achieved in all patients. Patients with bilobar disease were treated with single whole-liver injection or single session selective bilobar administration. Unilobar disease was treated with selective lobar injection. A second 90y treatment was given to selected patients with progression of disease and life expectancy superior to 3 months. Contrast enhanced mr scans follow up imaging was obtained at 1 and every 3 months post-treatment. The disease control rate was 88.9% at 3 months following therapy. In 16 patients with carcinoid syndrome, 15 (93.8%) patients had symptomatic improvement. The 5-hydroxyindoleacetic acid (5-hiaa, normal < 7.5 ui/ml) and chromogranin a (normal < 220 ng/ml) response 3 months after treatment were evaluated. For the 7 patients who were treated with therasphere, radiological response (rr) was partial in 3 patients and stable in 4 patients. Following treatment, 2 (5.6%) patients developed persistent abdominal pain and subsequent endoscopic examination demonstrated acute duodenal ulcer at day 12 and day 15, respectively. Both cases were treated medically with gastric acid suppression agents, and one ulcer healed with a duodenal stricture and the other took nearly one year to heal. The causes for radiation-induced duodenal ulcer in the two cases were tiny duodenal collaterals arising from the hepatic artery that developed after embolization of the gastroduodenal artery, which were subtle and overlooked at the time of therapy. On an unspecified date, side effects related to 90y therapy were reported as fatigue (n=31, 86.1%), anorexia (n=26, 72.2%), nausea (n=15, 41.7%), vomiting (n=14, 38.9%), abdominal pain (n=10, 27.8%) and fever (n=8, 22.2%). Three patients (8.3%) had grade 3 side effects, including nausea (n=1) and vomiting (n=2). The rest of the reported side-effects were either grade 1 or 2. Pain (unspecified), loss of appetite, bloating, dull abdominal ache and low-grade temperature elevation were also observed. All these symptoms were subsumed under the diagnosis of post-radioembolization syndrome. There were no differences in mean white blood cell counts and total bilirubin levels between pre-, 1 and 3 months post-treatment (p>0.05). On an unspecified date, at the time of this analysis, 18 (50%, 18/36) patients expired (unknown cause of death) and the rest of the 18 (50%) patients were still alive with a mean follow-up of 27.0±16.4 months (range, 2-84 months). The authors did not provide an assessment of the seriousness or severity of the events and considered the events post-embolization syndrome, acute duodenal ulcer as related to the use of therasphere. The relatedness of the events death and partial response were not provided. The results of this study showed that child-pugh b class and positive lymph node metastases were associated with reduced overall survival for metastatic net to liver after radioembolization. Additionally, the authors reported that exposure to therapeutic doses of radiation could result in liver injury, usually asymptomatic when the liver function was normal, but could be detrimental if there was underlying liver deterioration. Lymph node metastases could indicate a more advanced disease or biologically more aggressive tumor and therefore have prognostic significance. The company considered the events death, post-embolization syndrome and acute duodenal ulcer as serious and the event partial response as non-serious. Follow-up information will be requested. Case comment: death, duodenal ulcer and therapeutic response decreased are considered listed according to therasphere current reference safety information whereas post embolisation syndrome and off-label use are unlisted. In line with the assessment made by the authors, the company considered that duodenal ulcer was related to the use of therasphere based upon temporal relationship and knowledge of the product. In absence of an assessment made by the authors, the company considered that death and therapeutic response decreased were not related to the use of therasphere and rather related to underlying unresectable metastatic liver neuroendocrine tumor progression. In disagreement with the assessment made by the authors, the company considered that post embolisation syndrome was not related to the use of therasphere. Sir-spheres has an embolic effect whereastherasphere is non-embolic, so it was unlikely to cause non target embolisation symptoms. However, it can cause radiation to non target area and therefore its associated symptoms. Hence, post embolisation syndrome was probably not due to therasphere. Off label use is not an adverse event per se but a special scenario and therefore is not assessable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.